Manufacturer narrative:
Summary: two protaper ultimate finishing files f3 25mm were returned. The instruments are broken in the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Device received for this event is being corrected from unk maillefer catalog # unknown to protaper ultimate f3 25mm x6 catalog # bstpulr6250f3. This is a follow up report for this corrected information.

Manufacturer narrative:
We received the following information regarding this complaint: the instrument was used 3 times before the event occurred. The files each had the third sterilization cycle. In this case, no further medical or surgical treatment was necessary. The patient was not injured. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.

Event description:
In this event it is reported that a unk maillefer protaper file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.